Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed an image e315 communication error occurred, however, the most probable cause of the reported malfunction is cause traced to component failure, that is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, gastrointestinal videoscope displayed an image e315 error. There was no patient involvement.